Event description:
Unomedical reference number: (B)(4). Event occurred in belgium. On (B)(6) 2022, it was reported that the patient was having flu and had to change infusion set several times in a short time due to the infusion set's tubing detachment close to the site location. The site location was patient's abdomen and the pump was in the right pocket. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.